Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test and compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, and cracked reservoir tube window were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.